Event description:
Note: this report pertains to the first spyscope ds ii access & delivery catheter used during the same procedure. Refer to manufacturer report number 3005099803-2024-06071 for the first spyscope ds ii and report number 3005099803-2024-06029 for the second spyscope ds ii. It was reported to boston scientific corporation that the two spyscope ds ii access & delivery catheters were used in the cystic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of mirrizi syndrome - stone disease on (B)(6) 2024. During the procedure, the image of the spyscope ds ii was lost after twenty minutes of usage. The physician unplugged and reconnected the device back, however, the image continued to go out. A second spyscope ds ii was opened which worked initially, however, the image also went out. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.